Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed, preventing users from accessing medication for patients. This incident resulted in a delay in dispensing medication to the patients since the station was down. However, there was an alternative station available within the same medication room that could be utilized to access medications for patients and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer. A field service engineer replaced two drawer boards and the control board, reseated all connections and wires, cleaned the sensor and installed a magnet to eliminate residue from the rails, which had one bad voltage side. The drawer was replaced and configured to resolve the issue. The system functioned as intended after the field service engineer repaired the device.